Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that post op the gastric band procedure, the patient was admitted in late 2008, and the band was removed. The patient had complained of pain on their right side. There was no temperature or vomiting problem reported.